Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported difficulty could not be determined. Possible factors that may contribute to resistance with the guide wire may include, but are not limited to, device placement technique, introducer sheath support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the distal shaft of the catheter. A conclusive cause for the reported complaint could not be determined since the device or component were not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the right dorsalis pedis artery. A 2x40mm armada 14 balloon dilatation catheter (bdc) was advanced over a 2x40mm non-abbott guidewire (gw) and inflated three times to 6atm; however, the gw was noted to break. The bdc was fully deflated, and during an attempt to withdraw the broken gw it was noted that the wire could not be removed through the bdc. Therefore, the device was removed as a single unit and the procedure was concluded. There were no adverse patient effects nor clinically significant delay in procedure. No additional information was provided.